Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned with blood and contrast on the device and inside the lumen. Microscopic inspection of the hypotube, distal shaft and tip revealed numerous kinks in the hypotube, with damage (flattened) to the distal shaft located 14cm and 15.5cm from the tip of the device, with a partial separation at the collar. The maximum outer diameter (od) of the damaged section of the guidezilla distal shaft measured and exceeded specifications. The maximum outer diameter of the undamaged section of the distal shaft meets specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The guide catheter used in the procedure was not returned for analysis, so a 6f mach1 guide catheter was used for functional testing. The guidezilla advanced through the hub of the mach 1 for 14 cm, and then could not be advanced any further. The guidezilla stopped advancing at the location of the 1st damaged portion (14cm from the tip) of the distal shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15sep2016. It was reported that the catheter had difficulty advancing through guide and crossing the lesion. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, this device was advanced to a guide catheter. However, resistance was encountered and the device was unable to reach the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a partial separation at the collar.